Manufacturer narrative:
No product will be returned. Photo provided by the customer shows blood fluid leaking on the floor from the set with blood on the IV line hanging over the bedrail. The root cause of this failure was not identified. The customer stated that the patient was an adult.

Event description:
It was reported from the scc7-micu that the patient was receiving a primary IV fluid infusion at kvo rate. The nurse administered an unspecified IV push medication via the distal port. The port piston stuck down after the IV push medication was delivered causing the patient's blood to back up and leak. There were no adverse effects caused to the adult patient from the event.